Manufacturer narrative:
Correction: b1.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition and a steady increase in the capture threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.